Event description:
It was reported in a scientific article that study a patient showed change in heart rate while receiving vagus nerve stimulation. It was indicated that the change in heart rate was related to vns therapy. There was an increase in heart rate noticed for this particular child patient. This patient was also included in an article by the same author titled "vagus nerve stimulation induces changes in respiratory sinus arrhythmia of epileptic during sleep", which was reported in manufacturer report # 1644487-2009-01976.

Manufacturer narrative:
Article reference: zaaimi b, grebe r, berquin p, patrick b. "Vagus nerve stimulation therapy induces changes in heart rate of children during sleep" epilepsia 48: 923-930. 2007.